Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 at 7:00 am due to high blood glucose level. Customer experienced symptoms related to their high blood glucose such as nausea and vomiting. Blood glucose was 206 mg/dl at the time of the call. The customer was wearing the insulin pump at the time of admission. Customer was treated with insulin drip via intravenous. Troubleshooting was performed. Customer alleged the insulin pump was under delivering as the blood glucose was still rising while in the hospital. The insulin pump will be replaced and customer agreed to return it for analysis.

Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind test, basic occlusion test, occlusion test, prime test, self test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. The device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. It was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label.